Event description:
This rv lead was implanted on (B)(6) 2010 and was capped on (B)(6) 2018 due to an unknown product performance issue. A call was placed to technical services on 04/27/2018 stating that this lead had noise. This lead had low impedance without capture. The physician was dr. (B)(6) at (B)(6) at (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).